Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted the baxter technical service representative (tsr) for a system error 2240 and 2367, which occurred on the homechoice (hc) during use, during dwell 5 of 5. The tsr explained the alarm and advised the home patient (hp) to start over with new supplies. The tsr also advised the hp to contact their nurse regarding the air detected and the hp was connected at the time of the alarm. During a follow-up with the peritoneal dialysis registered nurse (pd rn) regarding the reported problem, the pd rn stated they were contacted by the patient regarding the alarm. The pd rn stated, the patient did end therapy but still wanted to drain out their last dwell. The pd rn assisted the patient with the draining. The pd rn stated since the reported problem, the patient overall has not had any further problems. The patient is continuing therapy fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).